Event description:
The customer alleged cidex opa dripped from the scopes, out of the scope closet and onto the floor after they are processed in the aer unit. The customer stated no injuries or pts were involved. The staff has not seen any dripping from the scopes since alcohol is used to wipe the scopes. The unit is operating with no issues.

Manufacturer narrative:
Upon further review with the customer, it was thought that the aer unit originally caused the issue. But after the customer performed some assessment, it was concluded that the issue could have been due to the enzymatic cleaner as opposed to the aer unit. The customer stated the aer unit was operating as it should. As a result, a service on the unit was not needed. The customer confirmed that the issue has not resurfaced and that the unit is currently in operation.